Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a percutaneous transluminal angioplasty (pta) procedure to treat an artery spasm of the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician placed the benchmark in the patient. Afterwards, the physician could not inject contrast via the benchmark; therefore, the physician checked the benchmark. Subsequently, the physician noticed that the benchmark was leaking at the mid-shaft. Therefore, the benchmark was removed. It was reported that upon removal, a cut was observed where the benchmark was leaking. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. If the benchmark is advanced at angle during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak during the procedure. Further evaluation revealed a kink on the proximal shaft and ovalization on the distal shaft. This damage was incidental to the reported complaint. The kink on the proximal shaft likely occurred during packaging of the device for return to penumbra. The ovalization in the distal shaft was inadvertently done by the penumbra evaluation technician during decontamination. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.